Event description:
A falsely elevated troponin I result of 14.15 ng/ml was obtained. The result was reported to the physician who did not question the result. The sample was tested again and a result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause of the falsely elevated troponin I is unknown.

Manufacturer narrative:
No further evaluation of the device is required. The cause for the falsely elevated troponin I is unknown. The device is operating within specifications.